Event description:
The customer reported that the pt had an implanted pacemaker and was being monitored by a 78352c monitor. Eventually, the pacer could not pulse the heart into a normal rhythm and the pt's heart stopped. There was no alarm to indicate an abnormal ECG qrs complex. There was also no visual or audible "asystole" alarm.